Manufacturer narrative:
This event occurred in (B)(6).

Event description:
It was reported that a value of 2.2 inr was obtained on the coaguchek xs (serial number (B)(4)) and a second coaguchek xs (serial number not provided) also obtained a result of 2.2 inr. A lab was drawn and using dade innovin reagent a result of 1.68 inr was obtained. It was reported that both strips 233339-12 and 233432-11 were used but it is not known which strip lot was used with which meter. There is no information provided regarding her hematocrit or therapeutic range. There was no adverse event. The suspect product was requested to be returned and the customer refused to send it back. Please refer to medwatch with (B)(6) for strip lot 233339-12. Relevant retention test strips (lot 233339-10 and 233342-10) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 230 734 80). The obtained results showed a maximum difference of 0.1 inr between retention samples and master lot. No error messages occurred. Retention sample testing did not identify an issue.